Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
There was decreased sensing and a loss of capture noted on the right atrial (ra) lead. The ra lead was explanted during an unrelated procedure to resolve this event. The patient was stable following the procedure.